Event description:
Zb reported that the patient for pk624804 developed an infection and he requested a remake of the implant. Per zb, the case sales representative said the patient got an infection, but they do not believe it was due to the implant.